Event description:
At refill, a volume discrepancy was noted. The patient had new pump implanted in 2005. At the time of replacement, 12 ccs of drug was aspirated from the old pump and put into the new pump. At refill 11 ccs were aspirated from the reservoir. Review of the logs indicate no issue with programming of the pump. A bolus was administered and the patient experienced relief for a short time, but then the pain returned. A follow-up report will be sent when additional information becomes available.